Event description:
Contact reported that two depuy spine leopard cages broke during insertion. Small pieces were removed but the remaining cages (more than 1/2) were left in place at l3-4 & l4-5. There was no patient injury reported as a result of this situation. As a possibly compromised implant was left in the body, an MDR is being filed to document this event. See also: 1526439-2006-00030.